Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 320mg/dl. Troubleshooting was performed, and the self test passed. Reviewed the alarm history and found low battery and low reservoir alarms. Assisted the customer to run a fixed prime test and the insulin did not exit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.